Event description:
It was reported that the holster was sent for repair because there are problems with the cables, green and blue. The knife does not move. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the holster was received at the international service center. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Part replaced that were not related to the customer complaint were the shroud and fastening material. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.